Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 49.0cm was returned for analysis. External insulation abrasion was noted at 6.9-7.2cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 37.9-38.1cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 9.4-9.6cm, 12.9-13.1cm, and 36.3-36.4cm from the distal tip. The etfe coating was intact at these locations. (B)(6).